Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.038" from the base. Broken piece was not returned. Size of missing piece is approximately 0.085" x 0.585". Components adjacent to the broken blade do not show damage. The complaint regarding the broken device was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the harmonic ace instrument was broken at the beginning of the procedure. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the blade did not break and fall into the patient. There was no patient injury. There is no report of post-surgical complications and the patient has not returned to the hospital. The surgeon did not know what caused the damage to the blade. The harmonic ace instrument was used for 5 minutes before the issue occurred. The instrument did not collide with other instruments or hard materials during the procedure. The reporter did not know the instrument's batch sequence number. The blade would be returned if the fragment was retrieved. Information on patient demographics and related information (relevant tests, relevant patient history, including pre-existing medical conditions) was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.